Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) was "working too rapidly", they had "some problems" and was in atrial fibrillation (af). The patient received a cardioversion. The ipg remains in use. No further patient complications have been reported as a result of this event.